Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in the hospital for cardioversion unrelated to the pacing system, noise and low impedance were observed. Insulation anomaly was also noted. The right atrial lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well.